Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible loss of bi-ventricular capture was noted on the patient's electrogram. The right ventricular (rv) and left ventricular (lv) leads remain in use. No patient complications have been reported as a result of this event.